Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. The following allegation has been investigated: back pain. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No other complaints on lot. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been provided at this time.

Event description:
Additional information was received in a report from radiology (partial) stating "inferior vena cava: an infrarenal gunther tulip ivc filter is noted. Position is appropriate. Focus centered. There is penetration of all 4 legs through the caval wall. This is unchanged from the prior exam in 2017."

Manufacturer narrative:
(B)(4). Investigation the investigation was reopened due to additional information provided. The following allegations have been investigated: perforation. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56 this report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2006 via the right internal jugular vein due to coumadin failure and clot in left knee while on permanent coumadin. Patient is alleging vena cava perforation. The patient is further alleging "all four legs of gunther-tulip penetrated vena cava vein. I have suffered with back pain for over 6 years. I have noticed much less pain since the filter was removed." The patient is further alleging a successful retrieval on the gunther tulip filter on (B)(6) 2019 and implantation of another manufacturer's inferior vena cava filter on (B)(6) 2019 due to coumadin failure of 2005/2006. Per a report from CT (computed tomography) dated (B)(6) 2019, " an infrarenal gunther tulip ivc filter is noted. Position is appropriate. Focus centered. There is penetration of all 4 legs through the caval wall. This is unchanged from the prior exam in 2017.". Per a successful retrieval report dated (B)(6) 2019, "an inferior venacavogram was performed. This demonstrated no evidence of thrombus in the ivc or ivc filter." "The ivc filter was snared and then collapsed into the sheath and removed. A follow up venacavogram was then performed through the sheath demonstrating a widely patent ivc with no thrombus or extravasation." "Successful retrieval of inferior vena cava filter. Successful placement of nonretrievable vena cava to [another manufacturer's] ivc filter".

Manufacturer narrative:
The following fields were updated per additional information received: a2, a4, b5, b6, b7, d1, d4, d7, g5, and h6. Additional h6 patient code(s): pain (1994) was selected for the alleged back pain. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog and lot# are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter device sometime in (B)(6) 2006. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.